Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, an unusual air bubble issue in the reservoir was found. No patient involvement there was a 10 minute delay product was changed out procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 15, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (updated brand name). D2a (updated common device name). D4 (additional device information - added exp date and updated primary unique device .identification (UDI) number). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to correction and additional information). H3 (device evaluation anticipated by manufacturer). H4 (device manufacture date). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (updated device evaluated by manufacturer) h6 (identification of evaluation codes 10, 11, 3331, 3259, 25) the returned sample was visually inspected, with no anomalies noted. The unit was then set up in a circuit, where in a saline solution was run at 2.5 l/minute for approximately 20 minutes, and then the roller pump was turned up to 6 l/minute for an approximately 1 minute. Air bubbles were noted during the test. The returned sample was then visually inspected after the circuit test, and it was found that the small o-ring in the venous inlet port was pinched allowing air to enter. A representative retention sample was obtained and inspected with no anomalies noted. The retention sample was set up in a circuit where saline solution was run at 2.5 l/min for approximately 20 minutes and then the roller pump was turned up to 6 l/min for approximately 1 minute. No bubbles were noted during the entirety of the test. The retention sample was visually inspected after the test, with no anomalies noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.